Event description:
The customer reported that the system displayed a white image during fluoroscopic x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced the left monitor and cleaned and tested the high voltage cable. The system was tested and found to be working as intended and put back in service.